Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2018. She reported discomfort, pain, difficulty walking and sleeping. Patient would like to know if her implants are involved in a recall.

Manufacturer narrative:
Additional information: update to catalog and lot number. An event regarding pain involving a trident liner was reported. The event was not confirmed. It is noted that a recall query was made regarding the product reported in this event. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: patient reported discomfort, pain, difficulty walking and sleeping. It is noted that a recall query was made regarding the product reported in this event. Based on the catalog number and lot code provided the product reported in this complaint investigation is not subject to a product recall. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat# 502-03-54e; lot# 9h3ydh. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 1m7tka. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# el3316. Secur-fit arc/ha collar stem#8; cat# s-2337-hf08; lot# 1k1pvdr. C-taper cocr lfit head 40mm/+0; cat# 06-4000; lot# xd0jn4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2018. She reported discomfort, pain, difficulty walking and sleeping.